Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this electrode received inappropriate shocks due to oversensing. The vector was reprogrammed to primary to mitigate the oversensing. No adverse patient effects were reported.